Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint reports "peripheral insertion central catheter is passed, and when the volume is passed, it does not advance, it is removed 5 cm from the catheter, and it continues without operation. Device is removed and upon inspection, factory obstruction is evidenced. Subsequently a new device is used." It was reported a deformation was observed in the catheter at the 40 mark. No patient harm or complication was reported.

Manufacturer narrative:
(B)(4). The customer returned one, two-lumen PICC and a lidstock for analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed that the catheter body was bulged/ballooned directly adjacent to the 40cm mark. Upon failing functional and additional testing, a blockage was observed within the distal lumen of the catheter body. The catheter was cross-sectioned and large amounts of congealed biological material was observed within the catheter body. This likely contributed to the catheter becoming defective. The appearance of the observed damage seems consistent with unintentional user error due to over-pressurization. The blockage within the catheter measured 121mm from the distal tip. The ballooned section measured 114-125mm from the juncture hub. The catheter length from the juncture hub to the distal tip measured 20 3/4" which is within the specification limits of 19 11/16"-21 11/16" per the catheter graphic. The catheter body outer diameter (other than the area of the bulging) measured 0.0659" which is within the specification limits of .0640"-.0690" per the catheter extrusion graphic. A lab inventory syringe filled with water was attached to both extension lines. The extension lines were flushed. When flushing the distal extension line, it was noted that water would not pass through the catheter. This indicates a blockage is obstructing the lumen. No defects were noted when flushing the proximal lumen. Performed per IFU statement informs the user, "flush lumen(s) with sufficient volume of solution to completely clear blood". A long ping gage was inserted through the distal tip to try and clear the blockage; however, this was unsuccessful. The catheter body was severed, and large amount of dried biological material was observed inside the distal lumen. A long pin gage was inserted again, and the blockage was able to be cleared. Once cleared, the catheter body flushed as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "flush lumen(s) with sufficient volume of solution to completely clear blood". The report of a bulged/ballooned catheter body was confirmed through complaint investigation. Visual analysis revealed that the catheter body was bulged outward around the 40cm marking. Further analysis revealed a build-up of congealed biological material within the distal lumen. This likely contributed to the bulging. The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the observed damage likely occurred due to over-pressurization in combination with the congealed biological material. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports "peripheral insertion central catheter is passed, and when the volume is passed, it does not advance, it is removed 5 cm from the catheter, and it continues without operation. Device is removed and upon inspection, factory obstruction is evidenced. Subsequently a new device is used." It was reported a deformation was observed in the catheter at the 40 mark. No patient harm or complication was reported.